Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment was not returned. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. As troubleshooting steps were taken this failure was probably caused by a defective vacuum pump motor. Without the return of the actual product our investigation of this report is inconclusive. We have been unable to confirm the reported failures and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the device alarmed low vacuum. Troubleshooting was performed however this did not resolve the issue. Customer confirmed that part of the dressing appeared loose and not firm to the touch and customer does not hear any air movement around the dressing at all. Customer disconnected soft port from canister tubing at orange quick connector and insert tethered can into both connectors and the low vacuum alarm was resolved, however, a new alarm "air leak" showed up in the indicator. The customer was informed that there is a significant leak in the system and was instructed to visit the nurse for further assessment.